Event description:
It was reported that a patient had a leak at the connection between the transfer set and the patient line during day drain one on a homechoice machine. The nurse stated that the connection was not tightened enough between the devices, a leak occurred at the site, and then the devices detached. The technical service representative assisted the patient to end therapy and advised them to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Not completely tightening a connection is a known cause of leaks. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.